Manufacturer narrative:
(B)(4). Customer return pump for alleged multiple pump error alarms found on (B)(6) 2022 .the pump passed the displacement test , active current measurement , sleep current measurement and self-test. Successfully downloaded history files and traces using thump. No multiple pump error alarms during testing. Pump error alarm (variable 15) & pump error alarm was present in the history download on event date of (B)(6) 2022 11:08 am. Esf# 3926945, file number=2017, line number= 147. Pump error alarm was not noted on event date in history files and traces. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly & force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), stained serial label, keypad overlay texture damage. Multiple pump error alarms was confirmed due to hardware defect. Pump error alarm is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump errors. Customer stated that they were able to clear alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The device was returned for analysis.